Manufacturer narrative:
A partial connector portion of the lead was returned and visual inspection revealed external abrasion distal to the trifurcation boot, which is consistent with friction to the can. The ethylene tetrafluoroethylene (etfe) coating on one of the ring electrode (re) cables was abraded. X-ray examination revealed no anomalies. Electrical testing found no indication of conductor factures or internal shorts. The results of the investigation concluded the noise was most likely due to the insulation abrasion.

Event description:
It was reported that noise was noted on the right ventricular lead. The lead was explanted and replaced and the patient was in stable condition.